Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/30/2018, device returned to manufacturer: yes. Device evaluation: the returned preloaded delivery system, model pcb00, was received with the pushrod in advanced position clearly indicating that the sample was prepared for surgical use. Scarce amount of viscoelastic residue was observed just at the end of the cartridge tube. Per dfu (direction for use), the viewing window should be filled completely with ovd (ophthalmic viscosurgical device). The intraocular lens (iol) was received out of the device attached to a tape. The lens was observed under microscope and it was observed with both haptics broken. No damages were observed in the optic zone. No damages were observed in the cartridge. The customer''s reported complaint was verify. Since the device was received in advanced position with the lens out of the device and scarce amount of viscoelastic residue, the issue could not be related to the manufacturing process. No product quality deficiency was identified in the returned sample. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the pcb00 tecnis monofocal iol (intraocular lens) was noticed to be detached when the packaging was opened. Reportedly the device was not prepared for surgery. There was no patient involvement and another lens was used instead. No additional information was provided.